Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not print 12 lead data. A loaner device was issued to the customer, and the device is expected to be returned for repair. The device was not in use at the time, no impact noted.